Manufacturer narrative:
Patient has had multiple battery replacements. Her settings are very high and she has been warned high settings will deplete the battery quickly. The explanted battery was discarded onsite. No further action to be taken.

Event description:
Patient needs a battery replacement.